Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, diopter - unknown, in the patient's right eye (od) more than five years ago. The patient reported increase in halos and glare at night. The icl was found to have rotated and the lens was re-positioned. The problem was not resolved.

Manufacturer narrative:
The patient had more astigmatism over time and the surgeon noticed mild pigment dispersion and white deposits on icl. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).